Event description:
It was reported that the patient had black and blue skin discoloration and swelling near the implant site after charging the implantable pulse generator (ipg). It was also noted that the patient experienced pocket site pain. The patient was prescribed with pain medication.

Manufacturer narrative:
Block b3: exact date unknown, event occurred ten days ago from the date manufacturer became aware of the event.